Event description:
The st. Jude medical rep reported that the lead had high impedance. The patient was admitted to the hospital after having had approximately 40 episodes. At the hospital pt was externally rescued five times. When the ICD battery was interrogated, the voltage was 2.65v. The rep then received a pop-up message telling the user that the battery is at 2.5v eol. The rep retrieved the real-time measurements again and the battery was back to 2.65v. The physician elected to explant both the ICD and the lead.